Event description:
The customer had been using a wound vacuum assisted closure (vac) device for many days with no problems encountered. The customer got out of bed and felt the wound vac suddenly suction down really hard and then release. The customer reported this caused significant pain. Also, at that same moment, blood began "pouring out" (blood started coming out of the left medial side of the dressing). The customer also stated he/she did not trip over the cord or have a fall. There was no indication that the wound vac malfunctioned, it was still running at 125mmhg, blood noted in tubing of wound vac and about 600cc noted in canister. A nurse turned off and clamped the wound vac. Abdominal dressing and trauma pads were applied to site. Medical team called to assist and a nurse practitioner and physician arrived to bedside and assessed customer. Bleeding had stopped with the formation of a large clot under the vac dressing. There was an estimated 200cc of blood on the floor and bedding. Blood work was ordered and results were stable. A wet to dry dressing was applied to site and new wound vacuum supplies ordered for the next morning. The customer remained hemodynamically stable throughout the entire event. Any harm to the customer was temporary. The staff and providers were uncertain as to the cause for this event and the ulta wound vac unit was tagged and returned to the rental company for inspection and follow up (report of their findings has been requested).